Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for atrial fibrillation (af) with rapid ventricular response which was detected as ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was non-compliant with their medication regimen prior to the treated episode.